Event description:
On (B)(6) 2021, a distributor of infutronix reported a complaint on behalf of an end user: "pump 703318 patient returned to the clinic and he had six hours of his infusion left when it should have been completed." Device operator was a registered nurse. Medication infused was 5fu. Patient was involved but not harmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2021-00115).

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 02/09/2022. The event log confirmed there were multiple upstream occlusion alarms which had caused the pump not completing the infusion. The upstream occlusion alarm was tested and it worked to specification. Flow rate testing confirmed that the flow rate deviation was -3.47%. The flow rate accuracy was within the +/-5% specification. The reported issue cannot be replicated.